Event description:
Called to room for blood in iabp [intra-aortic balloon pump] gas line, instructed rn to place the iabp in standby, which she did. Upon arrival, patient's vital signs were stable, however a large amount of blood was noted in the iabp catheter. Cardiology and cca [cardiac care assistants] were already in the room devising a plan to remove the iabp catheter. The patient decided he would not want the iabp to be replaced and the decision by the cardiology fellow was to remove the catheter at bedside. The iabp was still in standby, the gas line was removed from the pump to allow for passive deflation of the balloon (per instructions from gentigne representative, and the catheter was removed by md. Hemostasis was achieved with manual pressure and femostop device. Dp [dorsalis pedis] and pt [posterior tibial] pulses intact after removal of femostop device. Vital signs were stable throughout the procedure.